Event description:
Customer reported an issue with the dpm 5 monitor, which may have resulted in a loss of co2 monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep calibrated and safety tested unit to factory specs.